Event description:
It was reported that during a procedure, the console screen went blank. The procedure could not be completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the fse was able to duplicate the problem reported, discovering a faulty cable connector. The fse proceeded to reseat all cable connector on the interface controller board and after reseated all cable connectors to the board, the error was able to be fixed. No component exchange was required. No further issues were identified during service, and the console was confirmed to be fully functional after reset all the cables. It is likely that the faulty cable connection was creating the error, leading to the reported event. The reported allegation was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to maintenance was assigned to this investigation. D1 and g3: also (B)(4).

Event description:
It was reported that during a procedure, the console screen went blank. The procedure could not be completed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.